Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent high out of range pacing lead impedance measurements. Additionally, loss of capture was noted at maximum output. No lead anomalies were noted on fluoroscopy during a recent upgrade procedure. The lead was surgically abandoned while the device was electively explanted. No additional adverse patient effects were reported.